Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of dead pixel on display was confirmed. ¿ received on 08-may-2025, pcu device was received unboxed and with paperwork. ¿ a blue horizontal line appears after the unit is powered up. A test lcd display was installed in the unit and the blue horizontal line was not evident upon unit power up. ¿ device to be returned to san diego repair center for normal processing. ¿ recommended bd san diego repair center to replace defective lcd display and damaged rear case. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had display - dead pixel. There was no reported patient involvement.